Event description:
It was reported that, during a cori tka procedure, when they began to burr distal femur, the robotic drill disconnect error was displayed several times, even after reassembling the drill and rebooting the unit. The surgeon decided to change to manual instruments with minimal delay (fewer than 30 minutes). There was no injury to the patient. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob00013, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional review was completed. The reported problem was not confirmed. The drill was able to pass kpc testing and functioned as designed during a mock saw bones case. A log file review was performed. The log file review confirmed the reported multiple drill disconnect errors. The most likely cause of this event is related to an internal loose connection in the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and the CAPA owner has been notified to consider further escalation action. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the "drill disconnect error" occurred during a cori tka procedure and troubleshooting resulted in further error messages. Reportedly, the surgeon decided to change to manual procedure with a ¿minimal delay¿ and ¿no injury to the patient¿. Per correspondence, operative reports are not available; however, no patient harm/injury resulted in the case and no other interventions were required. The product evaluation will be performed independent of the medical investigation. Since the procedure was reportedly successfully completed manually within a 0-30 minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob00013, s/n (B)(6) , used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional review was completed. The reported problem was not confirmed. The drill was able to pass kpc testing and functioned as designed during a mock saw bones case. A log file review was performed. The log file review confirmed the reported multiple drill disconnect errors. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the "drill disconnect error" occurred during a cori tka procedure and troubleshooting resulted in further error messages. Reportedly, the surgeon decided to change to manual procedure with a ¿minimal delay¿ and ¿no injury to the patient¿. Per correspondence, operative reports are not available; however, no patient harm/injury resulted in the case and no other interventions were required. The product evaluation will be performed independent of the medical investigation. Since the procedure was reportedly successfully completed manually within a 0-30 minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.